Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor and the rotor.

Event description:
Customer stated that the product was overheating during a procedure. They used a backup drill to complete the procedure. There was no medical intervention required and no delay in the procedure.